Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the batteries in cardiosave intra-aortic balloon pump (iabp) were not charging. There was no injury or harm reported.

Manufacturer narrative:
Corrected fields: h6 (medical device ¿ problem code). Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. The failure analysis and testing dept. Received part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) with a reported unit failure of not charging batteries. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Could not verify the batteries not charging. The batteries charged in the console, slot 1 and slot 2 with no problem found. The fat dept. Then installed the console into the cardiosave cart. The batteries charged in slot 1 and slot 2 with no problem found. The board passed testing. Retaining the board in the fat dept. Per procedure number 0002-07-d008 rev. Au. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Replacing the power management board corrected this. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.